Event description:
The tablet serial cable was received for analysis on 01/11/2016. Supplemental aware date of 01/11/2016 added. Product analysis for the tablet serial cable was completed and approved on 02/03/2016. An analysis was performed on the returned usb to db9 cable and a disconnected wire connection in the returned serial cable was found. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported on (B)(6) 2015 from a site that the programming wand has a problem and they need a new one. The wand was returned and product analysis identified that the wand worked according to functional specifications. Follow-up also showed that when troubleshooting was performed on the physician's programming system after a new wand was sent, it was identified that there was an issue with the serial adapter cable which was likely what caused the issue from the beginning. The serial cable has not been received to date.